Manufacturer narrative:
Correction to b5: since device information is unknown normal eol cannot be calculated. The issue is not considered reportable at this time.

Event description:
Corretion: since device information is unknown normal eol cannot be calculated. The issue is not considered reportable at this time.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.